Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. The indications for use were spinal pain and degenerative disc disease. It was reported that the patient had an MRI on (B)(6) 2019 which was unrelated to the device or therapy. His pump was not interrogated until the following day when the logs showed it had been stalled for 30 hours. It was "turned back on." No patient symptoms were reported. The caller was redirected to speak to a doctor about their concerns. No further complications were reported.